Manufacturer narrative:
(B)(4). Patient contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015. The patient inserted the sensor into the thigh, which is considered off label use. The patient did not report injury or medical intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patient's sensor was inserted into the thigh, which is considered off label use. The patient did not report injury or medical intervention.